Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps in use was not conducting energy adequately. Therefore, the surgeon requested another maryland to complete the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to that failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at proximal end outside the clear shrink tubing underneath the flush tube guide. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Common causes of broken - proximal conductor wire are attributed to the manufacturing process, including but not limited to: pinched or kinked wires, wire routing issues, crimping issues. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is traced to manufacturing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.